Manufacturer narrative:
UDI number: ni. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a final driver broke off while removing a previously-implanted closure top. The tip was retrieved and the procedure was completed using an alternative final driver. There were no reports of patient impacts associated with this event.

Manufacturer narrative:
UDI number: na. Additional information: (methods, results, and conclusions) - the returned driver was evaluated. The tip was found to have twisted and fractured. The cause is likely due to the material weakening at the tip and when torqued in this case, the mechanical capabilities were exceeded. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the tip of a final driver broke off while removing a previously-implanted closure top. The tip was retrieved and the procedure was completed using an alternative final driver. There were no reports of patient impacts associated with this event.